Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating the sensor has no radio frequency communication on the pump. Customer's blood glucose at time of incident was 13mmol/l. The customer stated that sensor not connecting to pump after minutes of insertion. The customer was advised the pump is communicating well on sensor as indicated by solid radio frequency icon. The customer advised and explained the sensor is still trying to stabilize. Customer was advised to monitor and wait for the 2 hours warm up period to finish.